Event description:
Per the device of my orthopedic surgeon, I had a l total hip replacement in late 2005. A stryker device was used in the surgery. Within 18 months following the total hip surgery, I had difficulty walking and began noticing an audible sound when walking. There were many times I had to stop my walking stride, because the hip device would "catch" or hesitate and thus impede my ability to move. I had developed back pain as a result of the difficulties in walking. The audible sound became increasingly loud and troublesome, especially during the course of my work. Because of my relatively young age, this problem greatly impaired my quality of life and my ability to handle daily activities, in addition to performing my job. I went to see my orthopedic surgeon in early 2008. Upon review of my symptoms, my doctor recommended a revision to the l total hip replacement. The revision took place five months later. After 3 months of rehab, I have returned to work, and now I have an improved quality of life. None of the previous symptoms are present, following the removal of the stryker device. Date of use: late 2005 - 2008. Diagnosis: arthritis, hip pain. Event abated after use stopped: yes. Event reappeared after reintroduction: no. Physical therapy was done following the implantation of the stryker device. Physical therapy results were limited. Difficulty in walking, back pain and audible noise appeared within 18 months of device implantation.